Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous case by a nurse from (B)(6) (local reference number (B)(4)) of aseptic peritonitis in a (B)(6) female coincident with extraneal viaflex and nutrineal pd4 unknown therapies. On an unreported date, the patient began treatment with extraneal viaflex (1 bag, daily, lot number 09g13g41) and nutrineal pd4 unknown (1 bag, daily, lot number 10i22g41) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced aseptic peritonitis manifested by abdominal pain and was hospitalized. On the same day, a peritoneal effluent culture and analysis were obtained. The culture was negative and the analysis revealed a leucocyte count of 19,000 cells/mm**3. On (B)(6) 2010, the patient received remedial therapy with vancomycin (1g, once, ip), and then started ciflox tablets (dose and frequency not reported). On an unreported date in (B)(6) 2010, another peritoneal effluent culture and analysis were performed. The culture was negative and the analysis revealed a red blood cell count of 2 cells/mm**3, leucocyte count of 20 cells/mm**3, and a lymphocyte count of 2 cells/mm**3. On (B)(6) 2010, the patient's abdominal pain resolved. On (B)(6) 2010, the patient was discharged from the hospital and continued remedial therapy with ciflox (1 tab, daily for 10 days). In (B)(6) 2010, the aseptic peritonitis resolved. Extraneal viaflex and nutrineal pd4 unknown therapies were reported as ongoing. The patient's medical history was not reported. The patient's concomitant medication included physioneal unspecified (2bags, daily, ip). The nurse stated that the aseptic peritonitis was related to the extraneal viaflex and nutrineal pd4 unknown therapy.